Manufacturer narrative:
Root cause: the missing screw was not assembled during the assembly process of the suspension arm.

Event description:
During repair of the opmi lumera 300 device, a zeiss field service engineer (fse) found that a screw was missing from the suspension arm and the yoke connector was stuck on the shaft of axis 4. The fse repaired the device by replacing the yoke connector and put in the required screw in the suspension arm. There was no injury to a patient or third party.